Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the unit failed the high pressure leak test. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
The customer's biomedical engineer confirmed the high pressure leak test failure. The biomedical engineer reset the oxygen filter and seals and as a result, the ventilator passed the leak test. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.